Event description:
Related MFR report: 1627487-2020-32493 and 1627487-2020-32495.

Manufacturer narrative:
The device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-32493 and 1627487-2020-32495. It was reported the patient's drg system was removed due to surgical site infection. No other patient adverse consequences were reported.